Event description:
It was reported via literature study that the patient presented with the right ventricular lead exhibited loss of capture, high pacing impedance and dislodgement. Further information regarding resolution and patient consequences were not provided.

Manufacturer narrative:
Details are listed in the attached article, titled ¿tan esj, soh r, lee j-y, et al. Prognostic benefits of his-purkinje capture in physiological pacemakers for bradycardia. J cardiovasc electrophysiol. 2024;35:727-736. Doi:10.1111/jce.16211¿. Details such as patient and device information was not provided as this research article was performed retrospectively.